Event description:
Info received indicated the left siderail will not latch.

Manufacturer narrative:
The hill-rom tech found the siderail hanging from the bed. A broken slide bracket was replaced which resolved the issue.